Event description:
It was reported through the results of a clinical trial that three months and five days post an index procedure completion using a drug-coated balloon catheter, the subject had an adverse event of prolonged bleeding. It was further reported that the adverse event does not result in the arteriovenous access circuit re-intervention. Reportedly, the adverse event was not related to the device and procedure but definitely related to the arteriovenous access circuit. The current status of the subject is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.